Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to infection. An ultrasound showed vegetation on the heart valves, however, the source of the infection is unknown. The patient received antibiotic treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 305c227 valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.